Event description:
Caller states that, the device read 7.6 inr while the lab read 4.5 inr. Caller states that the comparison was performed within minutes. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.